Manufacturer narrative:
The physician identified an infection associated with the patient's left implanted device in early (B)(6) of 2020, at which point the device was explanted. After the infection was resolved, the patient was re-implanted with a new proact device. (B)(4).

Event description:
Patient's left-side implant was explanted due to infection. The infection has since been resolved.